Event description:
It was reported by a representative from spain that a revision surgery was completed to remove two broken revolve screws and additional hardware.

Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. A review of the device history record shows no deviations in processing. The exact cause of the reported issue could not be determined.

Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. A review of the device history record shows no deviations in processing. The exact cause of the reported issue has not yet been determined.

Event description:
It was reported by a representative from (B)(6) that a revision surgery was completed to remove two broken revolve screws and additional hardware.